Event description:
The customer reported that oozing occurred during an esophagectomy/gastric tube procedure although end tones, indicating a completed seal cycle, were heard. Bleeding was described as being less than 200cc. Another device was used to complete the case without further issue and there was no injury to the patient. The customer has indicated that this device was discarded after the operation.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.